Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), adenomyosis ("adenomyosis") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (ess205) (batch no. 12281407) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2007, 2 years 3 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal menstruation/ prolonged menstruation/ abnormal bleeding (menorrhagia)"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("chronic vaginal infections/ infection (bladder/ urinary tract/vaginal) type: vaginal infections (recurring)"), migraine ("migraines"), weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), uterine leiomyoma ("uterine fibroids"), weight fluctuation ("weight fluctuations"), abdominal pain ("abdomen pain") and uterine pain ("uterus pain"). The patient was treated with surgery (a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, headache, dyspareunia, alopecia, fatigue, uterine leiomyoma, weight fluctuation, vaginal haemorrhage, vaginal infection, migraine, weight increased, weight decreased, abdominal pain and uterine pain outcome was unknown and the adenomyosis and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: (B)(6) 2015, plantiff underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, patients syrnptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Laboratory drug are added. On (B)(6) 2004, she implanted essure (previously reported as (B)(6) 2004). Updated suspect drug indication and lot number. Added events abnormal bleeding (general), abnormal bleeding (vaginal), migraines, weight gain / loss, adenomyosis, abdomen pain, uterus pain. Updated events and onset dates. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal menstruation/ prolonged menstruation"), headache ("worsening of her headaches"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), alopecia ("hair loss"), fatigue ("chronic fatigue"), uterine leiomyoma ("uterine fibroids") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, headache, vaginal infection, dyspareunia, alopecia, fatigue, uterine leiomyoma and weight fluctuation outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, uterine leiomyoma, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: (B)(6) 2015, plantiff underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, patients symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2004 confirming full occlusion fallopian tubes. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.